Event description:
Info received indicates the bed will not remain level. The foot hi/low function is drifting down a half an inch every hour.

Manufacturer narrative:
The technician isolated the issue to the foot hi/low valve. He replaced the foot hi/low valve to repair the bed.